Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified renal artery. A 4.0mmx15mmx150cm express¿ vascular sd stent was advanced and dilatation in the lesion was attempted; however, the stent moved on the balloon about 1 to 2mm. The procedure was completed with another express¿ sd and non-bsc stent. No patient complications were reported and the patient's status was good.